Event description:
The customer reported this chronic right atrial (ra) lead had become dislodged and fell into the ventricular. The lead was not able to be repositioned. Lead was explanted. Another lead was successfully implanted. No adverse pt effects were reported. The lead was actively implanted for approximately 7 years, 10 months. On (B)(6), 2011, the customer updated their report, stating the lead was surgically abandoned (capped); not explanted as originally reported.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.